Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 575 mg/dl. Customer was vomiting and feeling weak due to high blood glucose. Customer was wearing the insulin pump during time of hospitalization. During troubleshooting, customer was assisted in performing a high pressure test, the test passed. After troubleshooting, customer was advised to contact their healthcare professionals in regards to the unexplained high blood glucose. Customer will not be returning the device for analysis.